Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, scratch or mark on optic / blemish/indentation/scuff mark/score mark on optic. Lens was removed in initial procedure.the procedure completed on the same day with another iol. There was no patient harm.